Event description:
On (B)(6) 2011, pt reported that insulin leaked from the cartridge and spilled inside the cartridge compartment of the infusion device. She reported the cartridge compartment smelled of insulin and the cartridge was damp. She was unable to determine where the leak originated. Pt was advised to dry the cartridge compartment with a cotton swab. The cartridge adapter and infusion tubing were changed on (B)(6) 2011, and the cartridges are not reused. Pt was at work and was unable to change the cartridge during troubleshooting. She inserted the cartridge back into the infusion device and resumed normal operation. F/u was completed with pt on (B)(6) 2011, and she reported the cartridge compartment dried completely. Pt declined to return the cartridge for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.